Event description:
Caller reported a cartridge alarm issue with their insulin pump, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support decided to replace the pump, as the caller had experienced similar alarm issues previously. The customer, whose pump was still under warranty, was informed that they would receive a replacement pump with updated software. They were instructed to use a backup therapy, manage the return of the malfunctioning pump, and program their settings into the new device. The caller acknowledged and understood all instructions provided by the support team.